Event description:
It was reported that during an initial total knee arthroplasty, the tibial articular provisional instrument fractured as it was being removed after the trialing process. There was no patient impact and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. A visual inspection of the provided photographs found it to exhibit signs of repeated use (nicked / gouged) and is fractured on the medial side of the tasp feature. Complaint is confirmed via photograph review. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.